Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on 10 december 2009. On (B)(6) 2005, the patient experienced a low copper level. On (B)(6) 2009, the patient experienced a high zinc level. At the time of this report, the outcome of the event was unknown. Follow up information was received on 10 february 2010 via medical records. On (B)(6) 2005, the patient was seen for numbness in her right arm and foot drop. She developed progressive weakness and was found to have copper deficiency. She developed neuropathies, severe myelopathy, and anemia which were believed to be secondary to her copper deficiency. Treatment included copper 10mg daily for the myelopathy. The patient was seen for follow up by neurologist on (B)(6) 2006. It was noted her symptoms started in (B)(6) 2004 with several falls and her foot began to drag when she walked. Her weakness progressed into hands in (B)(6) 2005. She has numbness on the side of her right foot but this has been there for ten years from her back surgery, her copper deficiency was found by blood work in (B)(6) 2005. The patient reported improvement since treatment with copper supplementation. She was using a walker and wheelchair a lot before copper treatment. Now she is able to walk with a cane and uses walker very rarely. Strength in her upper extremities has improved along with her hand grip so she can manage daily activities herself. Her copper level was 126 ug/dl, which was within normal range. Continued monitoring of copper levels needed to follow her diagnosis of copper deficiency myelopathy. On (B)(6) 2006, the patient was noted to have neurological changes manifested by atrophy of the extremities believed to be secondary to her copper deficiency. On (B)(6) 2008, the patient complained of weakness in her lower extremities and being off balance when walking. This was noted to be from her concurrent degenerative disc disease. These symptoms were exacerbated by copper deficiency with development of muscle weakness. This case was upgraded to medically serious.

Manufacturer narrative:
Manufacturer's comment: super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).